Event description:
It was reported that when the rotate switch button was pressed the c-arm continued to rotate nonstop even after the switch was released. No injury reported. The system logs were reviewed and indicated a stuck switch. The rotation switch was replaced by the field engineer.